Event description:
Information was received from a health care professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving fentanyl 8 mg/ml at a dose of 5 mg/day and clonidine 0.2 mg/ml at a dose of 0.125 mg/day via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported on (B)(6) 2016, that the patient was feeling like she was getting a bolus immediately following the refill today; the patient was reporting that her legs were numb and she had nausea, which was indicated as a sudden change in therapy/symptoms. It was noted that the hcp was ¿pretty sure¿ he did not do a pocket fill and stated that he was able to aspirate back freely during the refill procedure. The hcp felt there was ¿no way¿ the drug was in the pocket unless it was leaking from the septum. No bolus was running today at the time of the refill and it was confirmed that the drug information did not change today. It was reported that the hcp then reduced the daily dose to 2.5 mg/day for fentanyl and to 0.0625 mg/day for clonidine, took away the personal therapy manager (ptm) bolusing, and that they were monitoring the patient now. It was noted that the representative planned to follow-up with the hcp to discuss options of assessing the reservoir volume as they did not have equipment to image the pump. Follow-up information was received on 2016-09-01 that indicated that they were not aware of any device issue related to the event. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.